Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During the index procedure in pact av access was used to treat the right arm anastomosis. Approximately 20 months post procedure patient suffered stenosis of swing point and subclavian vein. Four more in pact av access balloons were later used to treat the right arm. Imaging showed stenosis in swing point and subclavian vein. Patient underwent angioplasty. A drug coated balloon was used to treat the swing point. A second drug coated balloon was used to treat the subclavian vein. Subsequent imaging showed excellent results with no residual stenosis. Patient recovered.

Manufacturer narrative:
Update received (B)(6) 2025: patient suffered stenosis of swing point and subclavian vein of arteriovenous fistula. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.